Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: during an osteotomy on (B)(6) 2013 a matrix screw construct was implanted. Reportedly 20 minutes after the screws were implanted the surgeon discovered the patient was bleeding and had to remove the screws and the plate. There was difficulty removing the screws and the heads sheared off many of the screws. The surgeon cut through the plate to remove the construct. A portion of a screw was left in the patient to prevent any harm during removal. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.